Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference number: 2182269-2018-00084. During an atrial fibrillation ablation procedure a pericardial effusion occurred. After ablation had been performed the patient became hypotensive. An ice catheter revealed a pericardial effusion for which a pericardiocentesis was performed along with protamine administration. The patient continued to receive blood products and was eventually transferred to surgery where a left atrial appendage perforation was repaired. The patient has remained in stable condition. There were no performance issues with any abbott device.